Event description:
It was reported that at the beginning of the procedure the revolutions on the centrimag motor went up, but the motor was not put into operation. Additionally, when the revolutions were raised the motor would not rotate at all. An m5 alarm was noted and there was also a 'whistling' noise. The perfusionist changed the motor which resolved the issue. The patient was in stable condition with the unit on. It was noted that there was not significant delay in the surgery. The whole system was exchanged. Manufacturer's report number of the motor: 3003306248-2022-00016.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m5 alarm was not confirmed. The centrimag 2nd generation primary console (serial#: (B)(6) was not returned for analysis. Additional provided information communicated on 01mar2022 stated that there was not a significant delay during surgery, they were not able to increase the speed, and that the entire system was exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial#: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms and alerts, including m5 alarms. No further information was provided. The manufacturer is closing the file on this event.